Event description:
Information was received indicating the patient is not able to adjust the delivery rate on a cadd-ms® 3 ambulatory pump. The patient was able to resume therapy via a pack up pump. There was no reported injury to the patient.